Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked display window corner, a cracked reservoir tube lip, and a scratched lcd window.

Event description:
It was reported that a motor error alarm was received on the insulin pump during priming. The customer's blood glucose was 180 mg/dl. Nothing further was reported.